Event description:
It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. Vascular access was gained via the femoral artery. The 90% stenosed, 3x20mm target lesion was located in the severely calcified and moderately to severely tortuous mid left anterior descending artery. Two ablation runs were completed with the 1.75mm rotalink burr at a speed of approximately 160,000 rpms. There was resistance in initially advancing to the lesion. A perforation through the coronary wall occurred. The perforation was treated wtih a non-bsc wall stent, and the patient was treated to ICU. The patient is hemodynamically stable and doing well.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).